Event description:
A customer observed repeatable, (B)(6) vitros hbsag results ((B)(6)) from a single patient tested on a vitros eci system. The same patient sample produced a (B)(6) result ((B)(6)) using another manufacture's (B)(6) method. (B)(6) results may lead to inappropriate physician action. The vitros hbsag (B)(6) result was not reported outside of the laboratory and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eci did not operate as intended. The investigation determined that the patient sample in question was considered truly (B)(6) based on (B)(6) results from an alternate method. The assignable cause of the (B)(6) vitros hbsag result could not be determined, however, a sample interferent or a mutant strain of (B)(6), which could not be detected by the vitros hbsag assay could not be ruled out.